Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was checked last 2017 and it had one year remaining and current check showed device was at battery capacity depletion. The health care professional (hcp) discussed changing the device as soon as possible. This device was explanted. No additional adverse patient effects were reported.